Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [name] hospital. When surgeon removed patient's gallbladder and put it in this endo bag. Suddenly, the distal of bag was broken. Some bile flows into patient's body. User removes the specimen rapidly and flushing the bile in patient's body. Please note that user just only return endo bag. Product is available for return. Additional information was received via email on 18aug2022 from [distributor]: an applied 11mm trocar was also used at the time of the event. The port size was not enlarged. The bag did not break into pieces. Patient status: "fine". Type of intervention: specimen was removed and the bile was flushed.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [name] hospital. When surgeon removed patient's gallbladder and put it in this endo bag. Suddenly, the distal of bag was broken. Some bile flows into patient's body. User removes the specimen rapidly and flushing the bile in patient's body. Please note that user just only return endo bag. Product is available for return. Additional information was received via email on 18aug2022 from [distributor]: an applied 11mm trocar was also used at the time of the event. The port size was not enlarged. The bag did not break into pieces. Patient status: "fine" type of intervention: specimen was removed and the bile was flushed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience as the bag was torn at the tip. Stretching was also observed near the tear. Based on condition of the returned unit and the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force being exerted on the tip of the bag and causing the bag to tear. The instructions for use (IFU) states, "if the bag and contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."